Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the gas locking cylinders are not functioning as they should, when the client goes down ramp the drive wheels are getting stuck in the air.